Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf, diopter 24.0 the lens was stuck in the injector prior to insertion. The lens was not inserted and there was no pt contact or injury.